Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1. Lumbar 3-4, 4-5 planar spinal stenosis 2. Lumbar 3-4 degenerative spondylolisthesis 3. Gallbladder stones and underwent internal fixation of nail and rod system. During the surgery, threaded wire of the screw plug could not be screwed in. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. Functionally test with a sample mas screw confirmed the break screw would not thread into the mas screw. This type of damage is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.